Event description:
It was reported that during the inspection, the cs100 intra-aortic balloon pump (iabp) unit alarm loop was leaking. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) evaluated the device and confirmed the reported issue. Fse removed the safety disk and apply sealing silicone grease. After disassembly and adjustment fse checked that all functional parameters of the equipment are normal before delivery for clinical use. There was no patient involvement.